Event description:
Customer states that a pt with anti-e did not react with vrc117. The daily qc testing was acceptable. No erroneous results were reported. No death or serious injury was associated with this incident. This report corresponds to ortho-clinical diagnostics, inc.